Event description:
Pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. Customer reported that insulin was not suspended due to the alarm and was able to resume insulin with the original cartridge. Technical support informed the customer about cleaning the speaker holes to prevent further alarms and provided tips for preventing altitude alarms, which the customer understood and acknowledged.